Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the cam follower to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to start, post anesthesia, a da vinci-assisted right hemicolectomy surgical procedure, the customer converted to laparoscopic and stated that patient side cart (psc) could not be controlled by the tiller and therefore not be positioned to the patient. It was moving back and forward but helm had no resistance. System is down. Procedure was converted to laparoscopic surgery with no patient injury and a delay less than 15 minutes.